Manufacturer narrative:
Investigation: the product concerned is manufactured as per the following flow by being conveyed in the automated equipment. (1) fill the sealed bags with solution (2) connect the sampling arm and the filter assembly (3) transfer the bag sets on the sterilization tray and conduct autoclave sterilization (4) after sterilization, coil the tubing and put a bag set in a blister tray by the operator (5) pack the blister by sealing the top film with heat in making the leukocyte reduction filter, filter media are punched, stacked, and put in the hard housing. The filter media of the product concerned consist of a rough pore pre-membrane (the first filter membrane) and minute pore main-membranes (the second through eighth filter membranes). The specifications of the particulate removal rate have been set and controlled for each filter medium, and only the filter media that have conformed to the specifications are used in the assembling process. We reviewed each manufacturing record of the lot number concerned and there were no equipment trouble or deviation relating to the issue. We confirmed that the particulate removal rates conformed to the specifications. Release testing, which includes measurements of solution concentration and volume and a visual inspection, is performed on a sample. Basis. We reviewed each testing and inspection record of the lot number concerned and there were no abnormalities in all test items. The products conformed to our in-house specifications. Regarding the retained samples of the lot number concerned, three sets were visually inspected. There were not any occlusions in tubing, blocking, or any abnormalities in their appearances. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. Donor unit#: (B)(6) there was not a transfusion recipient or patient involved at the time of the unit processing; therefore, no patient information is reasonably known at the time of the event. Terumo bct is awaiting return of the collection set for evaluation.

Manufacturer narrative:
Investigation: investigation result of returned set: we observed the collection bag (whole blood bag) and the tubing and confirmed no blood aggregates. Normal saline was injected into the filter but it did not flow through. We disassembled the rinsed filter to observe the appearance of filter media (membranes). The number and the front and back of filter media were normal. We dyed the filter media with toluidine blue for observation. We noticed that the first, second and sixth filter media from the inlet side of the filter were dyed dark. The first filter medium was dyed darker due to microaggregates. The product concerned is manufactured as per the following flow by being conveyed in the automated equipment. (1) fill the sealed bags with solution. (2) connect the sampling arm and the filter assembly. (3) transfer the bag sets on the sterilization tray and conduct autoclave sterilization. (4) after sterilization, coil the tubing and put a bag set in a blister tray by the operator. (5) pack the blister by sealing the top film with heat in making the leukocyte reduction filter, filter media are punched, stacked, and put in the hard housing. The filter media of the product concerned consist of a rough pore pre-membrane (the first filter membrane) and minute pore main-membranes (the second through eighth filter membranes). The specifications of the particulate removal rate have been set and controlled for each filter medium, and only the filter media that have conformed to the specifications are used in the assembling process. Factors to be controlled for filter media particulate removal rate the pores of the filter media are likely to be minute where the particulate removal rate is high. In other words, the pores tend to rough where the rate is low. If the pore is relatively rough, it may cause an elevated residual wbc count (leukoreduction failure). We reviewed each manufacturing record of the lot number concerned and there were no equipment trouble or deviation relating to the issue. We confirmed that the particulate removal rates conformed to the specifications. Release testing, which includes measurements of solution concentration and volume and a visual inspection, is performed on a sample basis. We reviewed each testing and inspection record of the lot number concerned and there were no abnormalities in all test items. The products conformed to our in-house specifications. Regarding the retained samples of the lot number concerned, three sets were visually inspected. There were not any occlusions in tubing, blocking, or any abnormalities in their appearances. Root cause: as the above-mentioned investigation, regarding the evaluation of the return set by dying with toluidine blue, we confirmed that the second filter medium from the inflow side was significantly dyed dark. It is therefore inferred that occlusion occurred in the filter by blood components. If such an occlusion occurs, the whole area of the filter media is not used for filtration and it leads to incomplete filtration or an extended filtration time. (Cause of complaint) it would be appreciated if you could consider the following items to reduce the risk of occlusion due to blood component aggregation. 1) invert the collection bag several times after blood collection to reduce the risk of forming blood aggregation, 2) evenly disperse the separated blood components before the start of filtration to reduce the risk of having less blood flow.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. Donor unit #: (B)(6). There was not a transfusion recipient or patient involved at the time of the unit processing, therefore no patient information is reasonably known at the time of the event.